Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had decreased sensing and loss of capture. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.